Event description:
The reporter stated, the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B) (6)2010. The lens was explanted on (B) (6)2010, due to low vaulting. The icl was exchanged for a longer lens. The pt's current bcva is 20/20.

Manufacturer narrative:
(B) (4).